Manufacturer narrative:
The device was returned to mmdg for evaluation. During the investigation a 40 psi test was performed to check the pump for potential free flow and failed. Both issues were found at mmdg during investigation. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was alarming motor stall. When the pump was returned to mmdg for investigation, the pump platen door was found to be bent and the pump failed 40 psi testing. (B)(4).